Event description:
A falsely depressed enzymatic carbonate (eco2) result was obtained on a patient sample on the dimension exl 200 instrument. The erroneous result was not reported to the physician(s). The sample was repeated on the same instrument. The repeat result recovered higher than the erroneous result. The repeat result matched the patient¿s previous history and was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed eco2 result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed enzymatic carbonate (eco2) result was obtained on a patient sample on the dimension exl 200 instrument. Quality control (qc) was valid at the time of sample processing. The customer stated that qc was run using small sample container (ssc) resulted in assay range flag and negative number. The customer checked the qc material volume, ssc barcode and ran qc manually, which recovered acceptably. Siemens remotely inspected the instrument and observed no processing issues with instrument. The laboratory information system (lis) result interpretation training was provided to the customer by siemens technical application specialist (tas). The cause of the falsely depressed eco2 result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.